Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
Caller states a nurse observed a patient was unresponsive; at the time he was on a 20% glucose IV. The patient tested hi (greater then 600 mg/dl) on inform system 1 and the glucose IV was stopped. A 2nd result of hi was obtained on inform system 1 and patient was treated with a saline IV (timeframe between results was not provided). 30 minutes later patient tested 245 or 250 mg/dl on inform system 1; at the same time a lab value returned as 8 mg/dl. Prior to receiving the lab result the patient was given a CT scan to rule out ischemia and/or brain damage; diagnoses could not be confirmed, and patient was transferred to the intensive care unit (ICU). At 1.5 hours after the initial result of hi, patient tested hi again on inform system 2; at the same time a lab value returned as 6 mg/dl. Patient was then treated with 20% glucose IV following the reported lab results. Patient's response to this medical treatment is not known. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6). This medwatch report is for the suspect device used in system 1 (lot number 450984, expiration date 07/31/2010). (B) (4)